Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a caregiver who identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. The leak was found when the caregiver was removing the patient¿s supplies from their cycler following a treatment. It is unknown if the patient received any alarms during their treatment leading up to the leak. At this point in time, there has been no report of patient injury or medical intervention resulting from the leak. The cause of the leak is unknown. The patient was provided a replacement cycler and has continued with peritoneal dialysis therapy. Additional information regarding the reported incident was requested but has not been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.